Event description:
A pt service rep contacted zoll customer support to report that during a (B)(6) male's pt fitting the pins on the electrode belt connector were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) has been confirmed. Upon eval pins in the electrode belt's trunk cable connector were bent. The root cause for the bent pins was unable to be positively identified, but was likely excessive force applied when the belt was mated with the monitor. No adverse event occurred due to the bent pins in the electrode belt trunk cable connector. The pt received a replacement electrode belt.